Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a dark surface finish in the taper of the head. The device was in vivo for 11 years. The device was submitted for further analysis. The analysis determined deposits on the tapered surface and circumferential grooves, possibly from the imprinting of the surface texture of the 12/14 stem taper. Axial wear or corrosion marks and surface pitting were also visible on the tapered surface. Photograph of the stem was provided and it was identified the taper of the stem has dark debris embedded to it. No other evaluation can be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565-2019-03417, 0002648920-2019-00596. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was revised to address pain and tightness attributed to elevated metal ion levels approximately 9 years post initial implantation. No further information is available at the time of this reporting.